Event description:
It was reported that the patient's "foot curled up every time the stimulation was delivered". It was noted that the patient worked with the physician and manufacturing representative to prevent this effect, but they were unable to resolve the problem. The patient stated that her device had been turned off for about 2 years and she was "starting to feel weird sensations on the left side of her body". It was noted that this sensation occurred "from bra strap height, down to mid-thigh, and all in the back". The patient further stated that "it felt like a cross between an internal vibration and the pins and needles sensation". It was noted that the patient "did not know if this was caused by the device sending a signal or by the wires hitting something internally". Additional information received reported that the patient "was having the device taken out". It was further noted that the patient had to turn up the device high enough to help her, but this made her left foot curl up. The patient stated that "it was either walking or voiding". It was noted that the patient's "strange vibrations" occurred at the implant location and began in (B)(6) 2011. Additional information requested reported that the patient had the device implanted on (B)(6) 2008 for urinary frequency and urgency. The physician stated that at the follow-up appointment, the results were good. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot#, v138325 serial#, implanted: 2008 (B)(6), explanted: product type lead product ID, 3037 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient. (B)(4).